Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the anchor did not stick well in the membrane and the introducer tool was crooked. No other patient adverse events were noted.

Manufacturer narrative:
A partial altis sling and right introducer were received for evaluation. Microscopic examination of the static side of the sling revealed straight edges in a ¿v¿ formation, indicating the static end of the mesh most likely was cut with a sharp instrumentation to remove. The dynamic anchor was received detached from the tensioner and the microscopic examination of the dynamic anchor tines appeared straight, indicating the anchor most likely was not implanted and removed. Blood residue was noted on the sling. Examination of the introducer revealed the tip to be bent but still attached. The information received indicated during the procedure, the anchor did not stick in the membrane and the tip of the introducer was bent. The introducer tip may bend if it is pushed onto something hard such as bone, which indicates the introducer may not have been in the proper place to insert the anchor. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the anchor did not stick well in the membrane and the introducer tool was crooked. No other patient adverse events were noted.